Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good.